Manufacturer narrative:
Age at time of event : 18 years or older. (B)(4). Device evaluated by MFR.: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the severely calcified vessel below the knee. A 1.2mmx15mmx142cm emerge¿ balloon catheter was advanced to dilate the lesion. However, on first inflation at 2 atmospheres, the balloon ruptured. The device was completely removed from the patient's body and the procedure was completed with a non-bsc device. No patient complications were reported.